Event description:
It was reported that a malfunction alarm occurred, identified as malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset instructions, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues arise.